Manufacturer narrative:
A review of the mfg records has been conducted. The mfg records review verified that this lot met all pre-release specifications.

Event description:
In 2009, pt had surgery due to a contained ruptured abdominal aortic aneurysm. An 8mm ringed gore-tex vascular graft was used in a left-to-right fem-fem bypass. Postoperatively, the pt had 2+ dorsalis pedis and posterior tibialis on the right and a 1+ dorsalis pedis but no posterior tibialis on the left. The bypass was noted to be patent as confirmed by triphasic doppler signals. In 2008, pt had hartmann's procedure and colostomy done to repair the left inguinal hernia. The next month, graft modification was performed due to graft infection, with removal of most of the fem-fem graft. An uninfected and incorporated segment of 2 cm adjacent to the right femoral anastomosis was used as outflow for axillofemoral bypass. Gram stain showed the 2 cm graft was clear of infection. Fecal contamination was found in the fem-fem bypass, resulting in a graft infection and excision of graft.